Event description:
It is reported that during surgery on april 13, 2007, the patient's collateral ligament did not function, so the surgeon used the lcck articular surface instead of the articular surface originally planned for. The straight stem was not used for the tibia component and the lcck surface was not fixed with the screw. The device remains implanted, and the surgeon will observe the patient's progress.

Manufacturer narrative:
Evaluation summary: the lcck articular surface is packaged with a locking screw, and it is to be used with stemmed tibial components that include a stem extension. Design of the lcck articular surface requires the use of locking screw to fix it to the tibial plate/stem extension construct. Without a locking screw, there is a risk of articular surface dislocation and joint instability. Evaluation: no product or x-rays were returned for evaluation. Device history records indicate device manufactured to specification.